Event description:
It was reported that the pt underwent a fixation for fracture dislocation of vertebras at t10-l2. Fusion reportedly had been complete. A screw at right side l2 was broken at unk time post op. The 18 months post op at the removing procedure, the broken piece of the screw could not be removed. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Fusion reportedly was complete. Although, the device met its intended function by providing immobilization and stabilization of spinal segments until fusion occurs, we are filling an MDR for notification purposes.